Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contained air bubbles. The customer's blood glucose level at the time of the incident was 140mg/dl. During troubleshooting, the customer indicated that they could not get the plunger out of the reservoir and will try a new reservoir. Customer indicated that they will call back after the reservoir is changed and if any further issues.